Event description:
It was reported that the health care professional completed an interrogation of this implantable cardioverter defibrillator (ICD) prior to a scheduled surgery. Technical services (ts) reviewed and advised there is nothing in the interrogation that would preclude the patient from surgery. However, ts found stored signal artifact monitor episodes due to potential electromagnetic interference. The respiratory rate trend was deactivated. In addition, pacing impedances were found to be high out of range. Additional information was requested from the field representative, but no information was provided. Due diligence has been completed. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional completed an interrogation of this implantable cardioverter defibrillator (ICD) prior to a scheduled surgery. Technical services (ts) reviewed and advised there is nothing in the interrogation that would preclude the patient from surgery. However, ts found stored signal artifact monitor episodes due to potential electromagnetic interference. The respiratory rate trend was deactivated. In addition, pacing impedances were found to be high out of range. Additional information was requested from the field representative, but no information was provided. Due diligence has been completed. This ICD remains in service. No adverse patient effects were reported.